Event description:
It was reported that the fiber had a defect and stopped working during the procedure. The procedure was completed using another fiber of the same model. There were no patient complications. The device was analyzed in the laboratory, and it was identified that the fiber body was broken in addition to the fiber tip.

Manufacturer narrative:
Upon receipt this fiber at our quality assurance laboratory, the device was thoroughly analyzed. Visual inspection revealed that the fiber was received in two separate pieces, indicating a break in the fiber body. Microscopic examination confirmed that the fiber tip was broken, while the connector showed no structural defects, aside from mild burn marks. Functional testing of the fiber on the console displayed the message: error #67 fiber expired. Treatments used: 1. Treatments left: 0. The observed condition of a broken fiber body and tip is consistent with a fiber break event. Such damage may occur during procedural handling, including setup, use, or reprocessing. The labeling review found that the product IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. And: ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled.